Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per csr dealer advised missing screws on seat frame due to being stripped and falling out.